Event description:
The customer reported that the system displayed a pre-charge voltage error. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The main batteries were replaced. The system was tested and found to be working as intended and put back into service.